Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed due to receiver system check flashing then shutdown. Functional tests were not performed due to receiver system check flashing then shutdown and. An internal visual inspection was performed and failed due water damage. The receiver log was not downloaded due to receiver system check flashing then shutdown. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed due to receiver system check flashing then shutdown and receiver moisture damage pictures attached. Functional tests were not performed due to receiver system check flashing then shutdown and receiver moisture damage. An internal visual inspection was performed and failed due water damage. The receiver log was not downloaded due to receiver system check flashing then shutdown and receiver moisture damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported